Event description:
It was reported that during an unknown procedure, there was staple malformation for the locking device. It is not known how the procedure was completed. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? It was lesser curvature of stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Ist fire. During which stroke did the event occur? What color cartridge was being used? Gold cartridge was being used. What other color cartridges were used before and after this event? There was no other cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No it wasn't. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Intentionally we pushed the return button down. Was there any difficulty removing the device from the tissue? No. What were the shape of the staples? It just locked down. Where at in the staple line were the staples malformed? No. How was the area repaired where the malformed staples were? It happened just during 1st fire and simultaneously locked out. Is there any other additional information you would like to share about this device or procedure? No